Event description:
During a follow-up, there was premature battery depletion suspected on the device. The device was explanted and replaced and the patient was stable.

Manufacturer narrative:
The reported issue of premature battery depletion was not confirmed. The device was received in bvvi mode due to code corruption caused by exposure to cold temperature after explant. A longevity calculation was performed based on the settings and usage, and the device met its expected longevity. The pacemaker was functionally tested on the bench after replacing the battery and reloading the product code. Normal device characteristics were noted and no current drain anomalies were identified.